Manufacturer narrative:
Unit received with button error alarm and had unresponsive act button due to corroded keypad trace.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a button error. The insulin pump was not dropped or bumped. The customer¿s blood glucose level was 230 mg/dl. No further information was given. The device will be returned for analysis.